Manufacturer narrative:
Upon receipt of the returned complaint sample on february 6, 2017; the bag was found torn. It could not be determined what may have caused the condition found. No conclusion could be reached as to how the damage occurred. A possible cause of the damage is the application of external excessive force used to pull the specimen bag through the laparoscopic opening / trocar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
While using (B)(4), the bag split open causing the gallbladder to fall back into the cavity.

Manufacturer narrative:
The trs100sb2 is used to retrieve tissue during laparoscopic surgeries. The complaint sample was not returned to anchor products. The manufacturing batch records were reviewed and no anomalies weere detected.

Event description:
While using trs100sb2, the bag split open causing the gallbladder to fall back into the cavity.